Event description:
It was reported that a malfunction alarm occurred. At the time of the call, the customer did not have an alternate method of insulin therapy. Customer stated that healthcare provider would be contacted to obtain an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 283-284 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.